Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was/was not verified. The device was found out of specification in relation to the customer reported device not working which was reproduced as the device powered off without user input. The cause was determined during a visual inspection be depressed rear case pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was 'not working'. There was no patient involvement. No additional information is available.